Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Although the actual pump involved was not returned, the device history logs and a copy of the drug library in use were provided for evaluation. The data in the device history logs shows that on the date of the event, the pump was running a primary infusion with drug library entry of maint fl at 150ml/hr and remaining vtbi of 913.4ml. At 4:29am a secondary infusion with drug library entry of magbc 50g/600ml was started at 24ml/hr and a programmed vtbi of 100ml. Multiple changes to the vtbi were set after this, all with the same rate. The pump was in "auto-change to primary" mode, which means the pump does not alarm when the secondary vtbi is complete, it automatically switches over to the primary infusion rate. The volume of the magbc secondary container was 600ml. At 9:11pm the last programmed vtbi of 78.07 had been delivered and based on the pump being set for auto-switch to primary the pump converted to the primary programming which had a flow rate of 150ml/hr. There were still approximately 200ml left in the secondary container. The pump cannot differentiate which bag is infusing, it changes from secondary to primary based on programming and the setting for switching back to primary. The pump pulls from the bag with the least resistance to flow based on hydrostatic pressure, so the secondary container which is hanging higher will continue to infuse until it is empty or the line is clamped off. Based on the results of the investigation, the pump functioned as programmed. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get information regarding the event and the device involved in the event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: patient had been on mag for about 12 hours postpartum. They gave bedside report, checked the pump and the lines as per usual - all was well (maintenance dose of 2gm/hr), a bit later the patient got up to the br, told the clinician that she suddenly was hot, dizzy, and felt flushed (signs of mag toxicity). Looked at the pump and it had reverted to a primary line setting of 150 hr. Clinician turned the pump off called the doc, and got a mag level.